Event description:
It was reported via a voice mail from the biomed director that the pump failed while on a patient; premature battery failure. The pump was exchanged off the patient. There was no reported patient death, injury or complications. The patient received iabp therapy successfully. Per field service report: symptom - pump gave 20 minute alarm then shut off. Resumed pumping when plugged back in. Findings/action taken: replaced battery and ran battery load test. Pump returned to service. Software level: 2.23.

Manufacturer narrative:
(B)(4).